Event description:
It was reported that during a procedure, the tip of the unit broke off and fell inside the patient. Further, there was a 20 minute delay with no report of injury to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.